Manufacturer narrative:
Investigation: three sets were received for investigation. Samples taken from the returned sets were visually examined and tested for hemolysis. Hemolysis was confirmed,however the sets may have been affected by uncontrolled temperatures during shipping. Aggregation was noted on the leukoreduction filter of one of the returned sets. Hemolysis testing was performed on the cationized and super-cationized membranes from a typical hemolyzed lot, with hemolysis found. Reserve samples for this lot were visually examined, and the solution volume and solution composition were tested, with no abnormalities noted. The manufacturing and testing records were reviewed with no issues noted. Root cause: a definitive root cause could not be determined. It is possible that the cationization levels of the filters is causing the hemolysis. Hemolysis can also be caused by the following:-characteristics of blood, e.g. Red blood cell fragility-bacterial contamination-excessive cooling-filter clogging corrective action: an upper limit of the average cationization level has been established and implemented in lots now being manufactured.

Event description:
The customer reported that she had four instances of filtration times greater than one hour, and red-tinged plasma she believes is hemolysis. There was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units, therefore, no patient information is reasonably known at the time of the event. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation, evaluation, and corrective actions are in-process. A follow-up report will be provided.